Event description:
Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Pt stated that her pump is not working correctly. Unknown start date. Unk if fault occurred during use. No adverse event/injury reported. Replacement device being shipped 9/14/2022. Unknown if patient has back up device. Unknown if device is available for investigation. Reported to (B)(6) by pt/caregiver.